Event description:
It was reported in a service report that the cot would not lock. No adverse consequence alleged.

Manufacturer narrative:
Service technician examined the cot and could not replicate the alleged event.